Manufacturer narrative:
Batch review performed on 15 january 2019.lot 185610: (B)(4) items manufactured and released on 20 september 2018 . Expiration date: 2023-09-09.no anomalies found related to the problem.to date, (B)(4) item of the same lot have been already sold without any similar reported event. Gmk-primary fixed tibial tray cemented size 2 r reference 02.07.1202r (k090988). Lot 184108: (B)(4) items manufactured and released on 29 october 2018. Expiration date: 2023-10-18.no anomalies found related to the problem.to date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During the primary knee surgery, while attempting to connect the tibial tray to the extension stem, the screw would not engage with the stem. The surgeon chose to implant the extension stem and tibial tray without the screw and there was no delay in the case. The surgery was completed successfully.

Manufacturer narrative:
The product family name was corrected from gmk-primary to gmk-sphere, the reference and lot were correct; anyway, the batch review was re-performed on may 3, 2019 with the updated sales data: lot 184108: (B)(4) items manufactured and released on 29 october 2018. Expiration date: 2023-10-18 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. The additional implant involved in the issue was not the tibial insert (as wrongly reported in the initial report), but the gmk-sphere 02.07.f11030 primary extension stem ø11mm / l 30 mm lot. 182980. The batch review was performed on may 3, 2019: lot 182980: (B)(4) items manufactured and released on 17-jul-2108. Expiration date: 2023-06-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.